Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The electronic flow control valve was calibrated to resolve the issue. Patient information could not be obtained due to country privacy laws.â â  legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in insufficient o2 during a case. There was no patient injury.